Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, a leaflet rupture was indicated. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a 3300tfx 19mm aortic valve, implanted for approximately 7 years, was explanted due to leaflet rupture causing aortic stenosis and regurgitation. During the first implant surgery, a concomitant bypass was performed. Redo-avr was performed and the patient was noted to be hospitalized after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.